Event description:
It was reported that the pump and catheter had been explanted due to a wound infection. The reporter was unsure of the exact symptoms, though it was stated that the patient had a 'wound issue.' The device system was delivering lioresal. About two weeks later, it was reported that the onset of the infection occurred around (B)(6). The last refill had occurred on (B)(6). The signs and symptoms of an infection were redness, drainage, and the incisional wound opening. The infection was primarily located in the lumbar region. A culture was obtained and the cultured organism was (B)(6). Treatments for infection included intravenous antibiotics and total device system explant. The patient outcome was notated as 'ongoing' with no drug withdrawal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).